Event description:
It was reported that pump displayed cartridge change error and customer could not successfully load cartridge onto pump, with blood glucose reading shown as ¿High.¿ Customer¿s blood glucose level exceeded 500 mg/dL, but specific value was unknown. Customer did not take any actions to address high blood glucose and did not seek help from third party. Technical Support guided customer to inspect and clean cartridge area, confirm cartridge seal was intact, and attempt to reload cartridge, but loading remained unsuccessful because customer had already used available cartridges. Caller was advised that issue would be escalated for further troubleshooting, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.